Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that insulin 100 units/100ml d5w was intended to infuse at 5 units per hour but over infused. The insulin was reportedly being run as a secondary line attached to the primary line of normal saline, but it was described that the insulin was "run separately" so the exact set up is unclear. The patient¿s blood sugar was 10.4 mmol/l prior to the infusion. The patient went to the bathroom and the 100ml was infused. The pump alarmed and displayed an unspecified "computer malfunction.¿ the blood sugar was then 2.5 mmol/l and 50% dextrose x 3 was administered. When biomed checked the logs there were no noted errors.

Event description:
The customer reported that insulin 100 units/100ml d5w was intended to infuse at 5 units per hour but over infused. The insulin was reportedly being run as a secondary line attached to the primary line of normal saline, but it was described that the insulin was "run separately" so the exact set up is unclear. The patient¿s blood sugar was 10.4 mmol/l prior to the infusion. The patient went to the bathroom and the 100ml was infused. The pump alarmed and displayed an unspecified "computer malfunction.¿ the blood sugar was then 2.5 mmol/l and 50% dextrose x 3 was administered. When biomed checked the logs there were no noted errors.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection showed no anomalies. The pcu event log shows that at 3:14 pm on (B)(6) 2018 the pump module was programmed to infuse a primary infusion of d5w. The user entered 100ml/hr for the rate and 500ml for the vtbi. At 4:09 pm, a channel disconnect occurred and the device was removed. The device was re-added to the system and at 4:10 pm, the device disconnected and was removed again. The volume recorded as being infused during this period was 96.086ml. Functional testing identified no anomalies. A channel disconnect was not able to be replicated. Although the user programmed d5w instead of the reported d5w with insulin, based on the confirmation of the reported "computer malfunction" (channel disconnect), this infusion is believed to be the one reported by the customer. A concomitant pump module was infusing (drugid 8) at a rate of 250ml/hr; this device was not disconnected when the suspect pump module was disconnected. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that insulin 100 units/100ml d5w was intended to infuse at 5 units per hour but over infused. The insulin was reportedly being run as a secondary line attached to the primary line of normal saline, but it was described that the insulin was "run separately" so the exact set up is unclear. The patient¿s blood sugar was 10.4 mmol/l prior to the infusion. The patient went to the bathroom and the 100ml was infused. The pump alarmed and displayed an unspecified "computer malfunction.¿ the blood sugar was then 2.5 mmol/l and 50% dextrose x 3 was administered. When biomed checked the logs there were no noted errors.